Event description:
Boston scientific received information that this pacemaker displayed a remaining longevity of (B)(6). Approximately (B)(6) prior, the remaining longevity was displayed as 6 months. Technical services discussed a change in impedance measurements or pacing percentage may have changed the calculation. Technical services discussed that the battery appeared to be between (B)(6) and (B)(6) remaining longevity. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this device was explanted and successfully replaced. No adverse patient effects were reported.